Event description:
It was reported that the physician was having difficulties establishing communication with vns pts' devices and requested that the local MFR rep visit the site to perform troubleshooting of the programming system. Troubleshooting was performed which isolated the programming wand as the suspect device. The wand was returned to MFR for analysis where the reported failure to program allegation was confirmed. The serial data cable, which produced communication errors, had intermittent conductors at the handle location. A known good bench serial data cable was substituted and all communications errors cleared.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.